Manufacturer narrative:
Tip was returned for evaluation. Service confirmed burnt trace on the tip surface membrane which causes the reported issue during treatment. This evaluation confirms customer¿s account of possible glowing or sparking from the tip membrane during treatment. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. A review of the manufacturing records showed all requirements were met. No patient injury was noticed during treatment. Service confirmed damage on the tip membrane along the rf trace. Investigation found glowing or sparking from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The product was returned and evaluated. Burnt traces were confirmed on this tip which was used for 117 treatments. The tip passed the flow test and failed the leak test. Visual inspection failed as a dielectric breakdown was observed. The plant evaluation is underway.

Event description:
The user facility reported that after about 100 reps, there was a spark from the tip. There was no patient injury. The tips were changed and the treatment was completed with no further issues.

Manufacturer narrative:
Corrections made to the following: b3: remove dates. D3: manufacturing name changed to solta medical. D9: removed device return date.